Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not connected to the network. A technical support specialist verified that the station was now operational and can be accessed via remote support services and logmein. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system appears to be offline when attempting to login the station. The customer reported that there was a delay of four hours in obtaining the medication for the patient. There were no adverse events or injuries reported based on this incident.